Manufacturer narrative:
Correction - information previously submitted via MFR report number 3007566237-2019-02195 applies to this event. All future information regarding this event will be submitted in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1500 mcg/ml of hydromorphone at 314 mcg/day, 25 mcg/ml of clonidine at 5.246 mcg/day, and 20 mg/ml of bupivacaine at 4.197 mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen upon device interrogation. The patient indicated they did have an MRI at one point but could not remember when. The hcp confirmed the MRI activity did not occur during a lot of the times on the logs. The pump status and/or event log report showed a motor stall had occurred. It was further noted that multiple motor stalls and motor stall recoveries had occurred. The patient's personal therapy manager (ptm) came up with a code that the pump had stalled. The hcp then checked the logs and stated the first motor stall and recovery occurred on (B)(6) 2019. The pump stalled and recovered five times on that day. Subsequent motor stalls and recoveries occurred leading up to the day of the report, (B)(6) 2019. Motor stall considerations were reviewed. The hcp planned to follow-up with the doctor for next steps. No symptoms were reported. No further complications were reported or anticipated.